Manufacturer narrative:
A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on a review of the manufacturing record, the product met specifications at the time of release. Additional event detail information could not be obtained from this customer. Therefore, the customer's reported event could not be confirmed. A cassette was received for evaluation. However, no further evaluation was performed as the returned sample is unrelated to the reported event. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was loss of phaco power during a cataract procedure. The machine was shut down and the cassette was replaced. The procedure was completed without consequences to the patient.